Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) of 586mg/dl. Customer was treated with saline drip and manual insulin injections. The customer was discharged five hours later in "stable" condition with bg of 393mg/dl. Reportedly, the control iq software did not accurately adjust the amount of insulin delivered. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended, however, the customer did not acknowledge and maintained allegation. A replacement pump was sent to the customer for customer satisfaction.